Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be identified because the device was not returned to olympus for evaluation.   Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was no image from the video system center. The issue was found before the procedure, and was completed with another device. The device may have been dropped, and the cord connecting the video system to the light source was bent. Lamp turns on and color bars display. The type of procedure is unknown. There were no reports of patient harm.